Event description:
Information was received from a patient (pt) regarding an external device. It was reported that going on for two weeks now the pt could not get their controller to turn on. They have removed the controller battery and left it out overnight and that did not work. They plugged the controller in to charge but that did not work. The pt was sure their implanted neurostimulator (ins) was dead in charge. Pt noted starting about the same time two weeks ago when they would start charging their ins the controller would be full in charge then in two minutes it will stop saying battery empty so they would have to then plug the controller into the ac power supply. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. When examining the recharger (rtm) they noted that where the cord went into the antenna the rubber seal got a couple marks on it showing wear and tear. A replacement rtm was requested. Additional information was received from the patient. Pt called back repeating information in this case. Pt said they continued to have issues while trying to charge the implant and reported the controller would be at 100% but would go back and forth between good and excellent and then the controller would say battery empty. Pt said they'd have to unplug from rtm, plug into ac power, then unplug from that and plug rtm back in to start charging again. Pt said they would also struggle for a while to get and stay connected. An email was sent to the repair department to replace the controller. Additional information was received from a patient (pt). It was reported that the pt confirmed getting the replacement controller and recharger, but pt said the controller battery still depleted all the way down when recharging the implantable neurostimulator (ins) and pt had to recharge the controller again before the ins reached 100%.pt said they could not charge more than 1 minute without the controller shutting off. Ins was charging on the call. A replacement battery pack was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger ,product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97745bp lot# serial# (B)(6), product type accessory h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the recharger donut was worn. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.